Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was displaying the three dashes, set to the incorrect unit of measure (mmol/l), and was testing in the memory mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2011 at 4:00pm. The patient stated she was not on any diabetes medications but continued to follow her diabetes management routine despite the alleged issue. Since the patient was not able to use the subject meter, the patient stated she became hot and sweaty between 4:00pm and 9:00pm that evening. In spite of her symptoms, the patient denied seeking any medical treatment. At the time of troubleshooting, the cca noted the patient was not a first time user of the subject meter. The three dashes and the subject meter's unit of measure were resolved. The cca educated the patient on the correct testing procedure and walked through a retest due to the meter testing in the memory mode; however the alleged issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.